Event description:
During a carotid study, as the physician pulled the catheter back into the aortic arch, the tip separated. The tip was retrieved from the renal artery. The pt has not sustained any adverse effect from this event.